Event description:
It was reported by a nurse that during a scheduled drainage of the unometer safeti plus the urine did not flow from the measuring chamber to the collection bag. It was reported that the nurse did not observe any difficulties with opening the drainage valve when trying to drain the device and slightly "lifted" the device to allow the urine to drain. It was further reported that the device did not seem to be mishandled. The device was reported being in place for approximately 16 days. There was no report of any patient harm as a result of this product issue.

Manufacturer narrative:
Additional information was received on 08/03/2015 from the complaint engineer of manufacturing site: no additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
A quality complaint investigation was performed. A sample was not returned to assist with the investigation. After a detailed batch review, no discrepancies related to complaint issue were found. A previous investigation is applicable to this complaint. The previous investigation is now closed. Therefore, this complaint will be closed without further action. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted.